Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 222 mg/dl. During troubleshooting, insulin did not exit the tubing during fixed prime. They then disconnected and reconnected the infusion set and reservoir and stated there was greater than normal resistance during manual prime. It was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.